Event description:
During a laparoscopic prostate procedure, no functiond. Display shows instrument error. No further information is available. The case was completed with the same like product. No pt consequence.